Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and a new rv lead was implanted due to an infected heart valve. There were no adverse patient effects reported.